Manufacturer narrative:
Updated fields: b4, b5, d9, e1(event site email), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. Corrected fields: f11, f13 - revert it back to blank. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse found blood contamination in patient interface module and safety disk. Replaced pim and safety disk. Performed functional check and safety test. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by the customer that during use, cardiosave intra-aortic balloon pump (iabp) had blood back into safety disk. No harm or injury was reported.

Event description:
It was reported by the customer that during use, cardiosave intra-aortic balloon pump (iabp) had blood back into safety disk.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, e1(initial reporter), e3(occupation), g3, g6, h2, h6 (health effect ¿ clinical code), h11.